Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. Tandem technical support was not able to obtain any additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.